Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that on (B)(6) 2014, the patient was admitted to the hosp with elevated ldh and sub-therapeutic inr. She was started on medication. She had normal pump parameters. Echo showed her av opening on each beat, which it had not done on previous studies. The speed was increased up where av stayed closed without any evidence of flow across the valve despite the fact that her left ventricle did not shrink. On (B)(6) 2014 she experienced dizzy spells and a couple ramp downs, so speed was decreased. On (B)(6) 2014 patient began experiencing signs and symptoms of heart failure, and her ldh had increased. She was diuresed and speed again increased. The patient was listed urgently for transplant at 1a status despite an elevated plasma renin activity with this evidence of pump thrombosis. Treatments were started in effort to bring her plasma renin activity down in hopes of finding a suitable donor. The patient was kept in the hosp with daily monitoring and she maintained essentially normal pump parameters until (B)(6) when she began having more frequent speed ramp downs. Around (B)(6) 2014 pls dropped. On (B)(6) 2014 she began showing signs of hemolysis with dark urine, high plasma free hemoglobin and high ldh. A suitable donor heart became available on (B)(6) 2014 and patient underwent successful heart transplant surgery.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.